Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. It was unable to verify the motor error alarm due to the alarm and loose/protruded drive support disk. The motor was tested outside of the device and it passed. The insulin pump passed the displacement test. Device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she changed the set and the insulin pump alarmed no delivery and motor error during prime. The drive support cap is recessed. The device was not exposed to a magnetic field. During troubleshooting, the customer received a no delivery alarm during rewind. Blood glucose value was 117 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.